Event description:
A customer reported to baxter (B)(4) an issue of a misassembled minicap, discovered during use. The customer stated that the betadine sponge was out of the minicap. There was patient involvement but no patient injury is reported for the issue.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. This report of a misassembled minicap was not confirmed and the cause was undetermined as a sample was not returned. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.